Event description:
Allegedly, insert replacement due to suspected infection eis3s14r cs tibial insert replaced with size 3 14mm right from eis3s12r evolution® mp cs insert size 3 standard 12mm right. (B)(6).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.